Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 120 units. The customer's blood glucose level was in target range. The customer added additional insulin to the existing cartridge and resumed insulin delivery.